Manufacturer narrative:
Patient identifier - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Date of event - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2020-00009.

Event description:
The user facility reported that the angio-seal sheath was brittle and fell apart. After the first device was tried and the issue was noted, a second angio-seal sheath was opened and inserted in patient. Part of the sheath was broke and found to be in the artery. The doctor performed a cut down and retrieved the tip of the sheath. The patient was in good condition and the outcome was positive. The blood loss was less than 250cc. Patient condition was stable, and the procedure was successful. No other devices were used with the above product. Additional information was received on 08jan2020. The procedure performed was a leg angiogram. When the first angio-seal device was opened and put over the wire, the sheath got brittle and it fell apart. Then, a second angio-seal device was opened and after insertion into the patient, the tip of the sheath broke and arteriotomy cut down had to be done on patient. The angio-seal devices are not stored in pyxis. The blood loss was between 200-250cc.